Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of abdominal pain ("abdominal pain") , pregnancy with contraceptive device ("unintended pregnancy with contraceptive device"), and genital haemorrhage ("unexpected abundant bleedings") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant), dysmenorrhoea ("more painful menstruations than usual") and abdominal distension ("swelling sensation"). Last menstrual period and estimated date of delivery were not provided. The patients were treated with surgery (essure removal via laparoscopy). Essure was removed. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea and abdominal distension outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, abdominal pain, dysmenorrhoea, genital haemorrhage and pregnancy with contraceptive device with essure. The reporter commented: patients had an important improvement in her life after removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of abdominal pain ("abdominal pain") , pregnancy with contraceptive device ("unintended pregnancy with contraceptive device"), and genital haemorrhage ("unexpected abundant bleedings") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant), dysmenorrhoea ("more painful menstruations than usual") and abdominal distension ("swelling sensation"). Last menstrual period and estimated date of delivery were not provided. The patients were treated with surgery (essure removal via laparoscopy). Essure was removed. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea and abdominal distension outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, abdominal pain, dysmenorrhoea, genital haemorrhage and pregnancy with contraceptive device with essure. The reporter commented: patients had an important improvement in her life after removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 13-nov-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 10-nov-2017: after internal review, event device ineffective was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.